Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence and during basal delivery with multiple cartridges. Additionally, the insulin gauge was intermittently inaccurate. The customer's blood glucose level was between 230-420mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. Additionally the alleged inaccurate insulin gauge issue could not be verified.